Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Event description:
Iol got stuck during screw rotation. No patient involvement the event occurred in (B)(6), there was no impact to patient; however, it was report to local authority by the hospital directly.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated - corrected to yes. Additional information: d9 - added date product was returned to manufacturer. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was returned. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: py-60r). Iol was ejected out completely and was not damaged. The slider was completely advanced. The rod was completely advanced. Trace of lubricant (unknown) was found inside the injector. The dye test result showed the injector tip was properly coated. We could release a re-installed iol from the returned injector without any problems. In addition, research in our complaint database indicated there were not any similar complaints in the same production lot. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Iol got stuck during screw rotation. No patient involvement. The event occurred in china, there was no impact to patient; however, it was report to local authority by the hospital directly.